Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she felt that her pump has not been pumping insulin. Her blood glucose at the time of incident was 543 mg/dl and her blood glucose while on the phone exceeded 600 mg/dl, which caused her to feel slightly nauseous. The customer stated she felt okay to troubleshoot for her high blood glucose. The customer confirmed that she has been treating her hyperglycemia with manual insulin injections. The pump was inspected and the customer reported damage to the drive support cap; it was flushed. Additionally, the customer stated she had been admitted as an inpatient for medical treatment a couple months ago. Her blood glucose at the time of admission was 12 mg/dl. Her sugar had dropped in her sleep and when she woke she could not walk so her mother called the ambulance. The insulin pump was returned for analysis due to the drive support cap damage and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.